Event description:
It was reported the patient's blood glucose level rose to 251 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, patient suspended insulin for a couple of hours and did not eat and a new pod was applied. The pod was discarded. The patient's blood glucose and insulin history are as follows: date/time bg(mg/dl) sep 27: 5 pm 128; 10:29pm 229 ; sep 28: 3:08pm 87; 3:17pm (suspended insulin); 4:28pm 162; sep 29: 8:13 81; 8:58pm 129; 11:53pm 169; sep 30: 8:50am 214; 10:15am 251 (changed pod) and 10:26 237.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18, introduction/page xii. Warning: rapid-acting u-100 insulin: the omnipod dash¿ system is designed to use rapid-acting u-100 insulin. The following u-100 rapid-acting insulin analogs have been tested and found to be safe for use in the pod: novolog®, humalog®, or apidra®. Novolog and humalog are compatible with the omnipod dash¿ system for use up to 72 hours (3 days). Apidra is compatible with the omnipod dash¿ system for use up to 48 hours (2 days). Before using a different insulin with the omnipod dash¿ system, check the insulin drug label and consult your healthcare provider. Refer to the insulin labeling and follow your healthcare provider¿s directions for how often to replace the pod.